Event description:
Boston scientific received information that this lead was an attempted implant during an elective device revision procedure. The physician had difficulty placing the lead and upon attempting to reposition, the proximal portion of the proximal coil stretched and separated from its gore sleeve. The lead was extracted and replaced. No adverse patient effects were reported. Never in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the lead revealed a separation of the gore, covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.